Event description:
Allegedly the patient was revised due to mom complications (left). Add'l information received (B)(6) 2015: pain, areas of corrosion, reactive tissue.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01286, -01073_01, -01074_01, -01287, 01288.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.